Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician planned repositioning it however, as they were flushing the lead, a hole in the insulation was noted. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the insulation however the lead tip and tines were intact and undamaged. Hence, the product analysis could not confirm lead dislodgment as there were no damage or defects which would lead to dislodgment. The allegation of hole in the insulation was confirmed through visual inspection.